Event description:
Per the clinic, the device was explanted due to headaches at the implant site. Re-implantation is planned but has not taken place as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the device was explanted on (B)(6) 2014; not december 15, 2014, as previously reported. This report is filed april 16, 2015.